Event description:
It was reported that the patient's implantable cardiac monitor (icm) migrated through the skin and was half hanging out. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.